Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples are slightly misaligned. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 29 staples left in the cartridge indicating that at least 6 staples have been fired by the end user. Reference (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly load and close. This was repeated with the same result. However, the next two staples were unable to form properly. The remaining staples were fired with mixed results. In total, 6 of the remaining 29 staples were unable to properly form. The misalignment of the staples prevented some of the staples from properly forming. It could not be determined what caused the staples to misalign. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states other remarks: "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign and prevent some staples from properly forming. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "stapler jamming" was confirmed based upon the sample received. The sample was returned with the staples slightly misaligned. Upon functional inspection, 6 of the remaining 29 staples were unable to properly form due to the misalignment of the staples. It could not be determined what caused the staples to misalign. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that staples were jamming during use on patient. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35w 6/box lot #73h1600471 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that staples were jamming during use on patient. There was no patient injury.